Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past six months from date manufacturer was made aware.